Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item: series a patella 3 peg, catalog: 184786, lot: 605340, item: biomet cemented primary tibial tray, catalog: 141234, lot: j3880478, item: vanguard hxlpe as bearings, catalog: 189080, lot: 686330. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 01825034-2017-02339/02340/02341.

Event description:
A patient who underwent a total knee arthroplasty approximately 4 months ago is having redness and irritation around the wound site. The surgeon believes it may just be at the wound and not in the joint and is starting the patient on antibiotics and may do a synovasure test. No revision has been reported to date. No additional patient consequences were reported.